Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance completing a cartridge fill, cartridge change, and infusion set change while using a 6 mm steel contact/detach infusion set, and insulin delivery was resumed without issues. Symptoms included hyperglycemia with a blood glucose of 226 mg/dl after the user forgot to announce a meal and was past the announcement window. Outcomes included continued monitoring as the ilet delivered corrective insulin, with no alerts, alarms, or hospitalization. Investigation included troubleshooting guidance and user education through the complete supply change. Investigation of this case revealed normal device function with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.